Event description:
The account alleged the bed had a self-run of the head down and knee down functions. No pt impact.

Manufacturer narrative:
The issue was isolated to the pt pendant. The pt pendant was replaced by the account to resolve the issue.